Event description:
The patient reportedly became disconnected from the unit for approximately 7 minutes. The patient reportedly decompensated. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Attempts are being made to obtain information from the hospital.